Event description:
Ous MDR - it was reported, that during the implantation procedure the lead needed to be repositioned 4 times. When the right position was found, the physician released the screw and fixed at the apex. After, he had tried to remove the stylet several times without success. He tried again with force and the yellow part of the stylet broke. He continued trying to remove with scissors and he was able to remove the lead with screw which was still deployed. It was further reported that unfortunately the patient experienced a tamponade and was brought to emergency unit. The lead was not returned to biotronik.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.